Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. Customer changed cartridge and infusion set to address the issue. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.